Manufacturer narrative:
Patient information and involvement in this issue is unknown. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cruciform screwdriver with holding sleeve has broken off with half of the cruciform missing. It is unknown if the issue occurred during a surgical procedure. No further information was available at the time of report. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service history review was attempted. The investigation of the complaint articles has shown that: part no. 313.99, lot no: unknown. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Service & repair maintenance review were performed. The investigation of the complaint articles has shown that. The customer reported the tip of the screwdriver broke off. The repair technician reported tip broken as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history review was attempted on: part no. 313.99, lot no: unknown, no service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device by synthes customer quality engineers. The subject device (cruciform screwdriver with holding sleeve, part number 313.99, lot number unknown) was received for investigation and was visually examined. The complaint condition of ¿broken tip¿ was confirmed as the instrument was returned with the tip sheared off. A portion approximately 0.56mm in length has broken off from the distal tip of the device and was not returned. The instrument was returned with its holding sleeve, part number 314.43. The associated subject device drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review could be completed as the lot number is unknown. A root cause could not be determined. The damage may be caused by consistent use over several years and possible rough handling during surgery or sterile processing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.